Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Mr. (B)(6) stated that he heard a creaking from his wheelchair, and he noticed that the seat frame has been cracked. He explained that the only thing that is holding it together is the upholstery.